Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information - it was reported that the implantable cardioverter defibrillator (ICD) was also explanted at the same time as the ventricular leads, and was temporarily used externally when connected to the new right ventricular lead. The ICD is no longer in use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13980. Related manufacturer reference number: 2017865-2021-13981. Related manufacturer reference number: 2017865-2021-13982. It was reported that the patient had a pocket infection. The right ventricular and left ventricular leads were explanted, and a new right ventricular lead was implanted and connected to the implantable cardioverter defibrillator, which remained in use. The patient was in stable condition.